Event description:
The davinci instruments were rubbing together inside the pt's abdomen and we were unaware of the results until the instruments were withdrawn. We noticed worn areas on the instruments and tiny shavings in the pt.